Event description:
It was reported by the patient that she was unsure if her vns was still working. The patient reported that she was having 20-40 seizures a month and that she was in pain. A phone call was later received from a family member that stated the patient's implant was swollen and that there was "no activity on the device." It was reported that the events began a week prior to the report. It was also stated that the patient was experiencing an increase in seizures. Follow up with the patient's physician revealed that the patient was seen in clinic four days prior to the initial report. It was stated that at the time, there was some sensation of discomfort at the neck site, but it was very mild. The physician's office stated that the patient's seizures were consistent with her normal seizure frequency and that the physician did not want to change the settings as a result. It was noted that seizure control was poor overall. However, as the allegation was made post-clinic visit and the physician's office was unable to provide an assessment on the reported increase in seizures. No additional information has been received to date.